Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device, and the reported kink was confirmed. The reported difficulty to remove could not be confirmed due to the returned condition of guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported kink and difficulty to remove appear to be related to circumstances of the procedure. It is likely that during tip shape of the guide wire, the guide wire was inadvertently bent too much causing the coils to stretch. During advancement through the anatomy, the guide wire became kinked causing resistance between devices resulting in the difficulty to remove from the stent delivery system. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the balance middleweight (bmw) universal ii guide wire was advanced and an unspecified stent delivery system (sds) was advanced over the guide wire. The sds balloon was expanded and an attempt was made to remove the device; however, the device was unable to be easily removed. The sds was removed with the guide wire as a single unit. Upon removal, it was noted that the bmw guide wire was kinked. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.